Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the sensor was giving inaccurate readings. The customer's sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 543 mg/dl and sensor glucose was 50 mg/dl at the time of call. The customer stated that they received false low alerts. The customer stated that the cannula was not bent. The representative explained to the customer how the glucose travels in the body. The sensor will not be returned for analysis.